Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device evaluation indicated; the returned device was missing its top green handle. The device showed light scratches all throughout. The distal tip is noted to be slightly bent likely due to contact with a hard surface. Conclusion: the patient's bone quality, the motion used when inserting the needle, the force used during insertion and/or force used during removal of the reported needle could have contributed to the bending of the needle. Therefore; the likely root cause is multifactorial.

Event description:
It was reported that; needle bent in pedicle and could not remove. Couldn't put a screw in the pedicle where needle got stuck. Sales rep reported surgery was completed by skipping that level.

Event description:
It was reported that; needle bent in pedicle and could not remove. Couldn't put a screw in the pedicle where needle got stuck. Sales rep reported surgery was completed by skipping that level.